Manufacturer narrative:
Additional narrative: UDI: (B)(4). Investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation, however a photo was provided. Upon visual inspection of the photo, the photo shows the anchor with broken condition. Hands on analysis should provide the evidence necessary to confirm the root cause. A manufacturing record evaluation was performed for the finished device lot number: 7l43684, and no nonconformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection of the photo, this complaint can be confirmed. The broken anchor can be attributed to procedural variables, such handling of the device or product interaction during procedure. A possible root cause could be an axial misalignment or bending force was applied to the tip of the device during procedure. Hands on analysis should provide more evidence to be able to discern a root cause. However, it cannot be conclusively affirmed. As per IFU, improper instrument use, axial misalignment or levering with the anchor upon insertion may result in anchor fracture or reduced performance. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by the customer in (B)(6) that during an unknown surgery on (B)(6) 2022, it was observed that the anchor on the 5.5 healix adv sp peek ce device fractured upon implantation. All the broken fragments were removed. The procedure was completed with a delay of 10 minutes. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.